Event description:
It was reported that the patient presented for follow-up. An interrogation of the device found that r wave amplitude was variable and right ventricular lead sensing was diminished. The patient was scheduled for revision on (B)(6) 2023, and the lead was capped and replaced. There were no patient consequences.